Manufacturer narrative:
Evaluation summary: the fracture of the guide portion at the most proximal notch may have occurred due to a "levering up" of the counterbore while removing the device from the humeral canal, perpendicular to the axis of the humerus, thereby causing an excessive bending moment on the thin section. This may then have allowed the reamer portion to separate from the body portion. The exact cause cannot be determined with certainty. Evaluation: as returned, the counterbore stem is fractured at the distal retaining tip. All parts were returned for evaluation. Manufacturing documentation is in order and appears to be conforming. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the reamer broke off from the shaft while removing the shaft from the humerus. No harm was done to the patient.